Event description:
Female pt had a very tortuous and short aortic neck. Neck measured less than 10mm long. Final angiogram noted a proximal type I endoleak. Another manufacturer's stent was placed and the leak was resolved.